Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she was admitted to the emergency room for 2 days due to pneumonia, urinary tract infection (uti) and diabetic ketoacidosis (dka). This diagnosis caused high blood glucose (bg) level, the patient's blood glucose (bg) level was unknown. It was also mentioned by the patient that her pod cannula was dislodged and failed to adhere prior to the ER visit. The pod was worn between 4 and 24 hours. There were no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.